Event description:
Customer reported that the vitrectomy probe did not work correctly during surgery. Patient impact was unknown.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to manufacturer's acceptance criteria. Because a sample was not returned and no evidence of a related nonconformity could be found in the lot record review, the root cause for the "probe does not work that well" issue cannot be determined. (B)(4).